Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated using quickstart or by direct selection of the pulse generator family. A fault code screen appeared and magnet tones could not be elicited. Consequently, the device was explanted and replaced.